Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site is (B)(6) medical center. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse found out that the display connector was loose. The fse reconnected the cable and the display worked per manufacturer specifications. The unit passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) display had multiple colors on the screen and was not displaying what it should have been. It is unknown under which circumstances this event occurred however there was no patient involvement and no adverse event was reported.